Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.

Event description:
It was reported that the device was used during a laparoscopic appendectomy and mini exploratory laparotomy procedure. The device malfunctioned and no other info is known. Another device was used to complete the case. There was no adverse consequence to the pt.